Manufacturer narrative:
Additional information will be provided upon completion of investigation.

Event description:
Allegedly, patient underwent right tkr on (B)(6) 2019, revised on (B)(6) 2019 due to instability. Poly liner revised from 10mm thickness to 14mm. There was evidence of previous patella tendon surgery, which was also slightly revised. Patella tendon extensor mechanism tightened (shortened). Additional components not revised at this time: evolution ® femoral component efsrn5pr lot 1723849; evolution ® tibial base etpkn4sr lot 1712986; advance ® onlay patella kpontp29 lot 1711856.